Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed 'system error 322'. A review of the event history log (ehl) revealed occurrences of 'system error 322' messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was determined to be lower link switch is not functioning. The lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.